Manufacturer narrative:
The customer called tech support and the reported problem was verified. Tech support worked with the facility biomed to restart the central monitor software which resolved the issue. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received a report that ¿someone picked up the keyboard by the corner and accidently pressed keys¿ which placed two of the xhibit telemetry central monitors (model 96102) into screen saver mode on (B)(6) 2016. No injury was reported as a result of this event.